Event description:
It was reported that a spectrum pump alarmed downstream occlusion. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom but confirmed it through review of the event history log. The eval found low downstream sensor current readings, which likely caused the reported symptom. The device was reworked to correct this condition.